Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis and staphylococcus hominis. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.